Event description:
This report summarizes eight malfunctions. A review of the reported information indicates that model 2120f vena cava filter allegedly experienced tilt and perforation. The information was received from various sources. All eight malfunctions involved patient with no patient consequences. Of the eight patients, five were male and two were female, all eight patients ages ranged from 37-79 years. Weight was not provided.